Manufacturer narrative:
A patient experiencing pain at the anchor site was reported to abbott. The patient anchors were revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2021-13730, 1627487-2021-13731. It was reported that the patient was experiencing pain and discomfort at the anchor site after a fall. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the anchors were repositioned. This issue has since been resolved.